Event description:
A consumer reported the patient was in the nursing home, but they were in and out of it. The patient had alzheimer¿s and a urinary tract infection so they were back and forth to the hospital. The patient died of pneumonia and the infection on (B)(6) 2017, but according to the consumer the death wasn't thought to be related to the device. No further complications were reported. Relevant medical history includes fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.